Event description:
Allegedly, pt called surgeon to state he was having pain. X-rays show head has fractured. A liner from another MFR was used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. Product was not returned. Attempts have been made to have the product returned for eval. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2008-00054.